Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient underwent a primary, right, direct, open inguinal hernia repair procedure in 2008. The pt presented with a superficial surgical site infection approx five months later. There was no known medical or surgical intervention provided. Additional info was requested; no further info was received.